Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2016. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Product not received.

Event description:
It was reported that when charged batteries are connected to the patient's controller unit providing power, the controller unit automatically switches to the other battery. The site replaced the batteries with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4). Returned to manufacturer 23-jun-2017. (B)(4). The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. It was reported that the patient was experiencing power switching. Two batteries, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any premature power switching events involving (B)(4) and (B)(4) during the reported event date. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience  power switching events and were able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.